Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode; it was running in oscillate when in forward mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was not running in the correct mode; it was running in oscillate when in forward mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of the handpiece running in the wrong mode was duplicated by a manufacturer repair technician during functional evaluation. Upon disassembly, a failed e-box was found, which can lead to the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.